Manufacturer narrative:
The na electrode lot number was y4610. The electrode expiration date was requested, but not provided. Calibration data was acceptable. Provided quality control data was outside of range. Upon review of the alarm trace, an abnormal aspiration alarm and a sample short alarm were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. Controls were run twice on the day of the event and shifted over the course of the day. Due to the observation of control drift, the customer decided to repeat the patient samples that were tested. The sample initially resulted in a na value of 164 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 158 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The field service engineer determined the flow path was occluded. The flow path was washed. No further errors occurred. The investigation determined the service actions resolved the issue.